Event description:
The pump was returned for investigation. Investigation revealed a cracked battery compartment. This report is made based on results of investigation completed on 01/23/2015.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 01/23/2015 with the following findings:the battery compartment was cracked. Unrelated to these issues, the clip insert at the back of the pump was broken. The clip could not be attached to the pump. (B)(6)